Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00026 on 11-january-2019. Additional information (11-january-2019): siemens performed an investigation and determined no issues with foaming or reagent delivery based on result monitors. Review of the instrument data demonstrated instrument errors that were resolved by the siemens customer service engineer, and through replacement of the sample mixer. The instrument is operating within specifications, and no further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist determined that quality controls (qc) resulted with the "abnorm assay" flag. The customer stated that samples were not run while qc was out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an evaluation and replaced the sample 1 (s1) mixer, the reagent 1 (r1) metering syringe, reagent arm 2 (r2) belt, and performed alignments. A quick check, align test, and mix test were performed, and no issues were noted. The instrument was operational, post service visit, and no further evaluation of the device was required.

Event description:
Discordant falsely depressed glucose (glu) and carbon dioxide (co2) results were obtained on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista instrument. The repeated results matched the clinical picture and were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed glu and co2 results.